Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information corrected. Patient info received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of an episode of confusion with visual hallucinations. The patient sometimes had incoherent speech. The etiology was stated as not related to the implant procedure and unlikely related to the device or therapy. It was stated to be also related to disease progression. The event resulted in a reduced dose of parkinson's medication. The outcome of the event was listed as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as of (B)(6) 2018 there was improvement but some hallucinations are still present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was stated that the issue was resolved without sequelae (B)(6) 2019.